Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump did not annunciate audible sounds for alerts. Customer's blood glucose was 66 mg/dl. Reportedly, customer continued to use pump for insulin therapy.